Manufacturer narrative:
Patient weight not available for reporting. Date patient pain began is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an open reduction internal fixation (orif) of the right femur on (B)(6) 2017. The patient underwent removal of one (1) 10mm titanium lateral femoral recon nail, one (1) 5.0mm titanium locking screw with t25 stardrive 48mm, one (1) 5.0mm titanium locking screw with t25 stardrive 54mm and two (2) 6.5mm titanium recon screw with t25 stardrive 100mm on (B)(6) 2018 due to post-operative pain. All the hardware was removed intact. There was no surgical delay and the procedure was completed successfully. Patient outcome was stable. This report is for one (1) 5.0mm locking screw 48mm. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that nothing new was implanted during surgery on (B)(6) 2018.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: event description updated. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an open reduction internal fixation (orif) of the right tibia on (B)(6) 2017. The patient underwent removal of one (1) 10mm titanium lateral femoral recon nail, one (1) 5.0mm titanium locking screw with t25 stardrive 48mm, one (1) 5.0mm titanium locking screw with t25 stardrive 54mm and two (2) 6.5mm titanium recon screw with t25 stardrive 100mm on (B)(6) 2018 due to post-operative pain. All the hardware was removed intact. No new hardware was implanted. There was no surgical delay and the procedure was completed successfully. Patient outcome was stable. This report is for one (1) 5.0mm locking screw 48mm. This is report 1 of 5 for (B)(4).